Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the cgm error code did not reappear. The customer successfully started their sensor session. No additional outcome information was provided.